Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump incorrectly calculated a bolus and he suffered a low blood glucose (bg) event. The patient claimed that he had an elevated bg level of "474 mg/dl" while at work on (B)(6) 2012. The patient claimed that the pump calculated a 9.8 unit bolus which he felt was incorrect. However, the patient took the calculated dose since his health care provider (hcp) instructed him to go strictly by the pump. The patient reportedly performed his own manual calculation and determined that the bolus should have been "7.48 units." An unspecified time after taking the bolus, the patient claimed that his bg level went down to "69 mg/dl" and he developed symptoms of shaking and sweating. The patient reportedly treated himself by an unknown means and his bg rose to "131 mg/dl." The patient then claimed that his bg went down to "71 mg/dl" an unknown time later. The patient treated himself again prior to bedtime. The patient alleged that his bg rose to "501 mg/dl" as a result of over-treating himself. He denied having symptoms of hyperglycemia at the time. He did not report seeking or receiving medical intervention during the time of concern. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after taking a bolus from the pump. The patient alleged that he took too much insulin from an incorrect pump bolus calculation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 29 hours with no delivery issues. Black box information showed the user's isf to be set at 1:50 mg/dl and blood glucose (bg) target set at 100 mg/dl. On testing, an ez-bg bolus with actual bg set to 474 mg/dl was performed and the pump correctly calculated a bolus dose of 7.48 units through the ez-bolus function and accurately recorded unit bolus and audio bolus. Additionally, a normal 10 unit bolus and a 10 unit audio bolus was successfully performed and accurately recorded in the pump history. A 10 unit bolus was performed using a test meter and was accurately recorded in the pump's history. No hypersentive keys were observed on the keypad. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
(B)(4).